Event description:
A 70-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. On (B)(6) 2025, the patient reported to novocure that she developed two open lesions on her scalp. She had recently completed a course of cyberknife radiation therapy from (B)(6) 2025, during which optune gio therapy was temporarily discontinued and subsequently resumed afterward. The patient indicated that one of the lesions had exposed cranial hardware (screw) that was adjacent to the treatment site, located on the side of her scalp of the previous surgical resection. An additional lesion was observed in close proximity. The images provided demonstrated a wound dehiscence with exposed cranial hardware (screw) and adjacent to this area, an ulcerative lesion in the right temporal region characterized by purulent drainage and mild to moderate surrounding erythema. The patient had temporarily discontinued therapy and reported that she intended to allow the affected areas to heal before resuming treatment. Attempts to contact the prescribing physician for further details were made, but no response was received.

Manufacturer narrative:
Novocure opinion is that the contribution of the array placement to the wound dehiscence cannot be ruled out. As this event might lead to a serious deterioration in the state of the health of the patient, this is assessed as a serious event. Contributing factors for wound dehiscence in this patient include: prior bevacizumab (vegf inhibitor which carries a black box warning for wound healing complications, source bevacizumab prescribing information), prior dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation, underlying cancer disease and prior surgery affecting skin integrity. Wound dehiscence is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Medical device site ulcer is assessed as related to device use, although non-serious.

Manufacturer narrative:
Novocure received a medical record on july 31, 2025, indicating that the patient had previously developed two areas of ulceration on the scalp, one of which with exposed surgical hardware (screw). The primary area of ulceration had undergone surgical repair. During a follow-up visit with radiation oncology on that same date, the surgical scar appeared to be well-healed. The patient indicated that she intended to resume optune gio therapy.